Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broken. Probable root cause: design: inserter material/design too weak. Anchor/inserter assembly design cannot support insertion forces. Anchor raw material selection insufficient for insertion into bone. Process: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force impacting inserter. Extremely hard bone, no pilot hole drilled. Poor patient bone quality. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text: 81.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.